Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was not returned to olympus for the evaluation and reported problem was not confirmed. Based on the results of the investigation, no root cause was established as no malfunction was identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the shockpulse-se lithotripsy transducer error alarm popped up. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the shockpulse-se lithotripsy transducer error alarm popped up. There were no reports of patient harm.